Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, high impedance, low p-waves and a polarity switch. It was also reported that the right ventricular (rv) lead and left ventricular (lv) lead exhibited impedance alerts and polarity switches. The leads remain in use. No patient complications have been reported as a result of this event.